Event description:
It was reported patient underwent an ankle open reduction internal fixation procedure on (B)(6) 2014. During the procedure, the ziptight would not advance and became stuck. No additional holes were drilled and a screw was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, "care is to be taken to ensure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result."